Event description:
It was reported that a nc trek balloon dilatation catheter (bdc) was advanced without resistance to a non-tortuous, non-calcified right coronary artery (rca) lesion and inflated successfully. The nc trek bdc was removed without resistance and additional angioplasty was decided. The same nc trek bdc was attempted to load onto the guide wire (gw) without any resistance and the bdc separated into two pieces at the hub of the device, outside the patients anatomy, during the loading onto the gw. The nc trek bdc was set aside and another nc trek bdc was used successfully with the same gw without difficulty to dilate the lesion. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.